Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not displaying the correct time after it had been reimaged. The customer was unsure whether the reimage contributed to the issue, but they needed the station to display est. Additionally stated that the incorrect time was being transmitted back to epic. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station time was not correct and it appear to be transmitted this to the epic. A technical support specialist (tss) dialed in to station and opened the command shell to run. The time was found to be incorrect and set to the pst time zone. The time zone was updated to est, and the station was rebooted. Tss then contacted the customer and informed them that the issue was resolved. The customer agreed to close the case. The system functioned as intended after the technical support specialist troubleshot the device.